Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up when it is turned on occurred due to faulty printed-circuit board. The cause of why the qb board was faulty could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection for use, the image with the high-definition lcd monitor was not starting up, when the power was turned on. Subsequently, the intended procedure was completed by power cycle recovery method. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.